Manufacturer narrative:
To date, spatz fgia inc. Has not received the product for evaluation, therefore no analysis or testing has been done. A review of the device labeling notes the following: spontaneous hyperinflation is the enlargement of the balloon with extra air that can occur spontaneously. This can lead to symptoms such as pain, nausea, vomiting, dehydration, ulceration, perforation, and could require a down adjustment or removal of the balloon.

Event description:
The patient got in touch and reported that he had discomfort and bloating, an eda was carried out where the dr. Noticed that the balloon had fungal plaques on it and that the balloon was hyperinflated, all the liquid was aspirated from the balloon. And a new one was placed.